Event description:
It was reported that customer had changed the arctic sun device and the arctic gel pads but was still getting a low flow rate alarm. Nurse was attempting to warm transfer and disconnected. Later, customer reported that they corrected the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that customer had changed the arctic sun device and the arctic gel pads but was still getting a low flow rate alarm. Nurse was attempting to warm transfer and disconnected. Later, customer reported that they corrected the problem.